Event description:
The pt contacted lifescan alleging that their fasttake meter was having a battery contact issue. The medical affairs specialist spoke with pt's family member to obtain additional info. The pt had been unable to test for 3 days prior to a dialysis appointment scheduled fro 6 am. During the three days they had stopped taking their usual 40 units of humulin insulin, as a result of not being able to test. The pt's family member was unable to provide the sliding scale regimen. They began developing symptoms of high blood glucose levels such as frequent urination, headaches, and feeling tired. During the three days their symptoms worsened. They passed out while at this dialysis appointment. They had not atempted to test prior to appointment, as they were aware of the fact that their meter was not working. The paramedics were called. The emergency medical system obtained a 40 mg/dl and administered glucose on the way to the hosp. They were tested at the hosp and a result of 49 mg/dl was obtained. They were treated with glucose and food and released the same day. The reporter suggested that perhaps the dialysis contributed to the hypoglycemia. In fact, hypoglycemia has a higher incident in diabetic pts with renal failure who undergo dialysis. The pt also suffers from high blood pressure. The pt's family member reported that the meter was purchased 2 years ago and they could not recall if the battery had ever been replaced. The customer care rep had been unable to walk the pt through troubleshooting, as they did not have a new battery. Therefore, there is no indication that the meter malfunctioned. However, as a result of not being able to test and not taking their insulin for three days, the pt developed symptoms of hyperglycemia and suffered a serious injury. The meter test strips, and control solution were replaced.